Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a rapn procedure on an unknown date, and ¿the device restarted¿. Further assessment found the event occurred "intra-op, at a very early stage.". Pneumoperitoneum was lost, and "it was a sudden loss; however, after the self-test, re-inflation was immediately initiated and there were no problems." No alarms were noted during the procedure, which was completed as normal, without the use of an alternate device. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, whose condition was reported as "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no data was found. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 109 reports, regarding 109 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. When working in the airseal mode, it is possible that fluids can be extracted from the surgical field over the evacuation line and into the filter housing. In order to prevent contamination of the device, bodily fluid is retained by the fluid trap of the housing component. The capacity of the fluid trap is limited. A warning message and an audible signal will be emitted if the fill level low is reached. Airseal cannula and tubing placement should be checked to make sure no more fluid enters the fluid trap. At this point, insert airseal obturator and change the filtered tube set. Insufflation can be continued with full functionality. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a rapn procedure on an unknown date, and ¿the device restarted¿. Further assessment found the event occurred "intra-op, at a very early stage.". Pneumoperitoneum was lost, and "it was a sudden loss; however, after the self-test, re-inflation was immediately initiated and there were no problems.". No alarms were noted during the procedure, which was completed as normal, without the use of an alternate device. There was no injury, medical/surgical intervention or extended hospitalization required for the patient, whose condition was reported as "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.